Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose because her insulin pump was not delivering the insulin. Customer stated that she was thirsty and fatigue and treated her blood glucose with a manual injection. Customer also stated that the insulin pump is not alarming to notify her of the problem. Nothing further was reported.